Manufacturer narrative:
H10/11 - the presentation states two gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were used in the patient¿s innominate artery using a chimney technique in (B)(6) 2019. It is unknown if one or both vbx devices were involved in the (B)(6) 2019 intervention. Multiple attempts were made to obtain additional information from the physician. However, no further details were provided that would help us investigate further. B3, date of event - corrected to (B)(6) 2019.

Manufacturer narrative:
Corrected data: d2. Common device name. Additional manufacturer narrative: review of the cta image provided approximately 5 months after the vbx devices were implanted (initial procedure on (B)(6) 2019). There appears to be thrombus like densities throughout and distal to devices implanted within the brachiocephalic artery (bca). There doesn¿t appear to be apposition between device(s) and wall of bca. There appears to be contrast visible outside implanted devices, along the anterior wall of the bca which is consistent with an indeterminate endoleak. Images from power point presentation were not included in the evaluation because the image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided.

Manufacturer narrative:
H6, conclusion code 1 - has ben updated to 4315.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, direct product analysis was not possible. Investigation is ongoing. This event is reported as death, although evidence of device thrombis was not determined from radiologic and medical event records. The gore conformable gore® tag® thoracic endoprosthesis and gore® viabahn® endoprosthesis devices were considered and were determined not to be reportable or part of the complaint.

Event description:
The following was reported by the product specialist: in (B)(6) patient underwent right carotid to left carotid, left carotid to left subclavian bypass, tevar procedure for thoracic aortic aneurysm with innominate chimney using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) stents (11mm x 79mm and 11mm x 39mm). The patient was identified as too high risk to perform an open repair. The patient also underwent open fenestration of abdominal aortic dissection and aaa repair with none gore devices in (B)(6) 2019. On (B)(6) 2019, a head CT was performed, r mca occlusion was identified and the patient was taken to the or. The patient underwent right transcervical carotid artery cutdown, suction thrombectomy and relined the vbx with 2 gore® viabahn® endoprosthesis stents. On (B)(6) 2019, a repeat CT of the head now showed bilateral cerebral infarcts with bilateral posterior cerebral artery occlusions. On (B)(6) 2019 the patient had no meaningful neurologic recovery during this post-operative course and passed away on (B)(6) 2019.